Event description:
The hospital representative reported an infusion pump with a 550 failure code. The device was returned as an out-of-box failure. The hospital representative stated they have no record of any patient incident involving the pump. Medication was not being infused.